Manufacturer narrative:
H3: one device was received for evaluation. It was reported that the device had been returned with the dso seal found open or peeling.", can replicate the report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device had been returned with the dso seal found open or peeling. It had occurred during pre-test.